Event description:
The complainant stated that the bed will not go into the trend or reverse trend positions.

Manufacturer narrative:
The account's maintenance replaced the ucm circuit boards and cables, the power control module and calibrated the bed sensors, but is still having issues. Repairs have not been completed. A f/u report will be sent once the customer discloses their investigation.